Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch delica lancing device was not fully penetrating her skin. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the product issue began on (B)(6) 2014. The patient had been trying multiple times to gain enough blood to sample using the lancing device. The patient does not use any medications to manage her diabetes. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed multiple "tiny scabs" on her forearm; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using 30 gauge lancets, there was no evidence of product misuse and the issue was not resolved with a walk-through test. The csr also noted that the patient was using the product for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject lancing device caused or contributed to a serious injury. The patient's reported symptom of ¿tiny scabs¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.